Manufacturer narrative:
On (B)(4) 2013 a voicemail message was received from the edwards clinical specialist indicating the autopsy results showed the heart and sapien valve were intact. Although the patient's cause of death could not be determined, there was no evidence the death was related to the valve or cardiac condition/disease. The hospital declined edwards lifesciences request for a copy of this patient's autopsy report. Per the device's instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but is not limited to death (procedure-related, device-related, or unknown). In this case, the exact cause of death following the tavr procedure could not be determined. Autopsy results confirmed the patient's heart and sapien valve were intact. There was no indication the patient's death was related to dysfunction of the sapien valve. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, he was notified by the hospital's valve coordinator the patient expired approximately one week post transcatheter aortic valve replacement (tavr) procedure. Per report, the patient was stable post tavr and doing fine. On thursday (B)(6) 2013, the patient refused to eat and expired the following day (B)(6) 2013. An autopsy was performed; the facility indicated they will provide a copy of the autopsy report to the edwards clinical specialist, once the report is available.

Manufacturer narrative:
Investigation of this event is ongoing.